Event description:
It was reported by the physician that the patient was referred for battery replacement as the battery could not be interrogated with a new and old programmer. The patient had also began having an increase in seizures and prior to this she was having very few seizures. When the patient's battery was checked in the or, the battery was working quite well, magnet settings were adjusted and the patient was sent home without battery being replaced. The caregiver of the patient asked during follow-up visit what was done on the device as the patient was no longer having any seizures. The physicians believe there is an issue with the patient's device so it will be monitored closely. Additional information was received that the patient was not able to feel stimulation back when the increase in seizures began. The physician believes the cause of the increase in seizures is due to the lack of stimulation. There have been no recent medication changes or onset of a comorbidity. The increase in seizures was above pre-vns baseline. There were no error messages seen during the failure to interrogate and the only troubleshooting performed was changing the tablet being used with no success. Both the old and new programming systems have successfully been able to interrogate other patient's device. When the patient's device was interrogated during the operating room (or), the settings were correct but the magnet output current was modified. No additional relevant information has been received to date.